Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to insulation breach and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.